Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin began leaking from the cartridge septum while the customer was attempting to fill the cartridge. Customer was able to successfully load a new cartridge onto the pump. Customer had elevated blood glucose (bg) levels (250 mg/dl). Customer delivered a bolus to address elevated bg levels.